Event description:
It was reported that the patient had been to the hospital emergency room with hypoglycemia. The patient's blood glucose levels declined to 30 mg/dl while wearing the pod between 24 and 36 hours. The patient reports while departing from a plane they had a loss of consciousness. The patient was taken by ambulance to the hospital emergency room. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids. The patient was not admitted to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version. 1.0.91 cloud - operating system data not available cloud - hardware n5004l cloud - cgm sensor type unspecified.